Event description:
Info received that when emergency trendelenburg was activated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
He found that the emergency trend valve was stuck. He replaced the emergency trend valve and the bed functioned to specifications.